Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the down arrow keypad button was intermittently unresponsive. The reporter stated there was no damage to the rubber on the keypad and no recent trauma or evidence of moisture in pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: the ok button and the contrast buttons were observed to be unresponsive and the up and down buttons were intermittently unresponsive to testing. There was no damage to the keypad observed. The keypad was removed and contamination under the button contacts was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.